Event description:
During priming in preparation for use of the device for cardiopulmonary bypass procedure, the user reported the air bubble sensor would alarm even if fluid was in the tubing. Audible tones were heard. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.